Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that during a scheduled ICD box change, an insulation breakage was noted on this lead. All measurements until the surgery have been in range. No information about a replacement available so far. No adverse patient effects were reported.